Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, which successfully resolved the malfunction, and no further issues with the same code recurred after the reset. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.